Manufacturer narrative:
(B)(4): this customer reported that they were unable to acquire a 12 lead ECG on a pt. There was no impact to the involved pt. The device was returned to philips for evaluation and was evaluated by philips technicians and engineers. The involved cable and the device were tested and the reported symptom could not be reproduced. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
This customer reported that they were unable to acquire a 12 lead ECG on a pt. There was no impact to the involved pt.